Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five years, six months and thirteen days post a port placement for intravascular access, the patient allegedly developed with pneumonia and methicillin susceptible staphylococcus aureus bacteremia. It was further reported that patient was allegedly diagnosed with bacterial infection and sepsis as a result of the defective infected port. Reportedly, the defective infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical record review states that a clearvue port was placed and the catheter tip was positioned. Tip culture study showed positive for methicillin susceptible staphylococcus aureus. A month later, patient underwent laparoscopic vertical gastrectomy and wedge liver biopsy for morbid obesity. After a month, chest x-ray was performed which showed left sided port-a-cath in place and tip in superior vena cava. After four months, patient presented to the hospital with the chest pain. X-ray chest was performed which showed left sided port-a-cath was seen with its tip at the cavoatrial junction. After three years, a computed tomography of abdomen and pelvis with contrast was performed for abdominal pain. The study showed splenomegaly with associated varicosities and splenorenal shunt. Three months later, patient presented to the hospital with the complaints of syncope, seizures and vomiting. A computed tomography showed multifocal pneumonia. Blood culture taken and resulted positive for gram positive cocci in pairs and clusters. Blood culture finalized methicillin susceptible staphylococcus aureus bacteremia. The patient underwent port removal procedure for bacteremia. Therefore, it can be confirmed that the patient experienced pneumonia, bacteremia and bacterial infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five years, six months and thirteen days post a port placement for intravascular access, the patient allegedly developed with pneumonia and methicillin susceptible staphylococcus aureus bacteremia. It was further reported that patient was allegedly diagnosed with bacterial infection and sepsis as a result of the defective infected port. Reportedly, the defective infected port was removed. The current status of the patient is unknown.